Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced a suspected coronary sinus rupture that led to pericardial tamponade and the patient passed away.